Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 156 mg/dl at the time of the call. The customer was given intravenous glucose and food to treat. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the pump alarmed hardware low level failures during the self test. The customer had also driven to work without eating on the morning of the incident. The insulin pump will not be returned for analysis.